Event description:
The customer reported that their device would no longer power on. The customer indicated that the device was having some issues powering off earlier in the day and when the device was tested further, it was unable to actually power on. The customer tried different batteries and had the device connected to the external ac power adapter. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed verified the reported failure and advised physio-control that they replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. The device will not be returned to physio-control for evaluation.